Event description:
During the follow-up of 22 may 2014, the pacemaker was found programmed in vvi mode, whereas another pacing mode was previously programmed. Also, rrt was not reached yet.

Manufacturer narrative:
Preliminary analysis showed that device and programmer operated as specified. The battery impedance reached 10kohms on (B)(6) 2014, which triggered the switch in vvi pacing mode. On (B)(6) 2014, the last battery impedance measured was slightly inferior to 10kohms, which explains why no warning was displayed upon device interrogation.

Event description:
During the follow-up of 22 may 2014, the pacemaker was found programmed in vvi mode, whereas another pacing mode was previously programmed. Also, rrt was not reached yet.

Event description:
During the follow-up of (B)(6) 2014, the pacemaker was found programmed in vvi mode, whereas another pacing mode was previously programmed. Also, rrt was not reached yet.